Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to fault code 1003. The device had 9 months of battery left after fault code. No additional adverse patient effects were reported.